Event description:
An olympus marketing personnel reported on behalf of the customer, a distal end defect, tip failure on the evis lucera ultrasound gastrovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: transducer¿s acoustic lens peeling off. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿tip failure¿ was confirmed. The device evaluation found the acoustic lens was peeled, the adhesive around the objective lens was peeled. Additionally, the adhesive on the bending section cover was detached, chipped, and had a gap. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause of the reported and confirmed subject event could not be established. Labelling review: not applicable because it cannot be isolated from the defect caused by user misuse. Device history record review: as a result of confirming DHR, it was confirmed that the device was shipped in compliance with specifications. Olympus will continue to monitor the field performance of this device.